Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a follow-up report will be filed upon completion of an eval, or if any additional info becomes available.

Event description:
The facility reported a colleague infusion pump with a defective channel select button on channel a. This was identified during biomedical testing. No pt injury or medical intervention was associated with this report.